Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial#:(B)(4), implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(4), ubd: 13-jan-2014, UDI#:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug, unknown (7.5mg/ml at 0.3601mg/day) and bupivacaine (30mg/ml at 1.440mg/day) via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) was doing a minuteman procedure and catheter¿s spinal entry point and accide ntally cut the intrathecal catheter. The hcp was unaware at the time of the procedure that this had happened. Patient began displaying withdrawal symptoms shortly after and physician determined it was due to them cutting the catheter. Catheter revision procedure that was done yesterday ((B)(6) 2022). The hcp used 8598a to place a new catheter spinal segment to deliver intrathecal medication. The issue was resolved at time of this report. The patient status at time of the report was alive no injury.